Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. Consent for further follow up was declined. No additional information could be obtained.

Manufacturer narrative:
(B)(4). The sample was received on an unspecified date in the second week of (B)(6) 2014. A review of the device event history log did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The device was tested and passed the homechoice return instrument test/ evaluation (rite) electrical test and was determined to meet electrical performance specification requirements. The device was tested and failed the homechoice (rite) functional test, however, the failure was unrelated to the reported event. An external & internal inspection was performed which revealed no anomalies. The device history and service history were reviewed with no issues. Per evaluation by baxter product analysis laboratory, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A device history record review and a service history record review revealed no issues that could have caused or contributed to the reported problem. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.